Event description:
It was reported the customer had a software error alarm on their insulin pump. Customer's blood glucose was 63 mg/dl. Customer's mother stated the alarm did not occur after a battery change or during the prime process. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken vibrator wire. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.